Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: 21373101.

Event description:
It was reported that the patient was experiencing pain and discomfort in the upper incision site. It was also reported that the patient was not getting pain relief from the scs (spinal cord stimulator). No device malfunction was suspected. All device components were explanted and will not be returned. The patient was doing well postoperatively.